Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. It is alleged that the pt was treated for infection which is a known possible adverse reaction listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003- the pt was implanted with multiple mesh including a davol flat mesh to treat stress urinary incontinence and/or prolapse. The attorney's report alleges defective mesh, pain and suffering, additional medical treatment, disfigurement, permanent injury.